Manufacturer narrative:
The device was returned to (B)(4) and evaluated. The evaluation included a visual inspection, volumetric accuracy testing, and a review of the device's internal event log. A review of the device's history record showed all acceptance records present, and show no non-conformances. There was nothing found during the testing that would indicate the pump is delivering outside specifications. The event log review showed the same programmed treatment as was mentioned by the pharmacist (0.2 mg basal rate, 1 mg bolus). Because the original prescription was only for a 0.2 mg bolus with no basal rate, it can be safely concluded that the over-infusion was entirely the result of use error. Namely, that the treatment had been programmed incorrectly.

Event description:
The initial reporter stated that the pump they were using over-delivered by 5 times the expected amount. During a follow-up conversation with the prescribing pharmacist, (B)(4) clinical learned that he had taken his own look at the device's internal event log, and had seen that the therapy had been input into the device incorrectly. The physician had prescribed a dose of 0.2 mg of medication to be delivered by bolus no more often than once every 10 minutes, with no basal rate. The log showed that the device had been programmed to deliver 1 mg of medication by bolus, with a 0.2 mg basal rate. While all indications pointed to use error, the initial reporter wished to have the pump evaluated by (B)(4) as a just-in-case measure. The patient was reported to be "quite comfortable," with no other ill effects (B)(4).